Event description:
In 2008, the lay-user/pt contacted lifescan (lfs) alleging the onetouch ultra2 meter is giving an apply sample message. According to the pt, the reported issue began on three days earlier at approximately 8:15pm. The pt allegedly attempted to test his blood glucose and obtained the apply sample message. The pt then tested his blood glucose with a backup meter obtaining "159 mg/dl." The pt took his usual diabetes medication (32 units of lantus and 12 units of novolog). After the reported issue began, the pt reportedly had symptoms described as "shaky, lightheaded, and nausea." The pt did not receive any medical intervention as a result of the reported issue. It would have been helpful to know the pt's testing frequency, diabetes medication regimen, what blood glucose the pt obtained on the subject meter when he took the 32 units of lantus and 12 unit of novolog, what symptoms if any did the pt have while he took 32 units of lantus and 12 units novolog per the backup meter, the date and time of when the symptoms of "shaky, lightheaded, and nausea" began, how the pt treated the aforementioned symptoms, duration of symptoms, if the symptoms abated after treatment, and if the pt's diabetes medication regimen has changed since the day of the incident. During troubleshooting, the customer care advocate verified that the correct technique was used for sample application, and the test sample was drawn into the test area. However, the reported issue was not resolved with training, as the pt did not have a new vial of test strips. This complaint is being reported, because the pt claimed she experienced symptoms that can be associated with severe hypoglycemia after the reported issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject lfs product for evaluation, but has not yet received them. If the lfs product is returned, lifescan will evaluate them and, if the lfs product does not pass inspection, lifescan will inform FDA of the results in a supplemental report.